Manufacturer narrative:
The customer reported that they could not see an ECG waveform via pads. There was no negative impact to the involved patient. The device and the electronic event file were evaluated at philips. Philips determined that there was no malfunction of the device. This was a user issue where the users had not manually scrolled to the pads view, when the device was configured for lead ii as the primary ECG lead view. The device passed all standard testing and was returned to the customer.

Event description:
The customer reported that they could not see an ECG waveform via pads. There was no negative impact to the involved patient.